Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was frozen. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 190 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No frozen buttons noted. The insulin pump had broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and minor scratched lcd window.